Manufacturer narrative:
H6: fdr, fdm, fdc codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device was not returned as the patient requested a new system because she needed MRI capability. The device was not defective. The patient wasn't missing her remote as it was in her case of equipment the whole time.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: lead; product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot#: (B)(4), ubd: 05-feb-2012, UDI#: (B)(4); product ID: 3777-60, serial/lot#: (B)(4), ubd: 18-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator (ins) for non-malignant pain. The patient reported she had the ins and leads replaced on (B)(6) 2020 because the old ins failed to do what it was supposed to. Caller stated the ins failed a few months ago. The patient has been in bed the last 3 days in pain/agony since the surgery on the (B)(6). She stated she went to look at her box of equipment and noticed the controller was not in the box. Patient thinks someone did not put the controller in the box. She did not want to be held responsible for losing the controller and requested the manufacturing representative be contacted to see who has it. An email was sent to the representative and the representative responded they have reached out to the patient. No further complications reported/anticipated.